Manufacturer narrative:
Burnishing and abrasive wear were observed in the proximal articulating areas and gouging and wear were found on the distal surface. The abrasive wear indicates the presence of third body debris, possibility the result of a loose component. No burnishing and deformation were observed in the anterolateral part of the post. Additionally, the anterior lock did not show rounding of the corners which indicate that the insert was not fully locked. A fully locked insert would typically show mild rounding in the areas where the insert engages the tibial tray anterior locking mechanism. Damage was also observed on the inferior surface of the posterior locking mechanism indicating that the locking mechanism had been riding on the tibial tray locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned.

Event description:
It has been reported that a revision surgery was performed due to disassociation.